Event description:
In 2005 (30 days post treatment) the patient presented at the ER with abdominal pain, nausea and vomiting, judged directly related to therasphere treatment. Egd on that day revealed severe duodenal and gastric ulceration with resulting outlet obstruction. Tissue biopsy suggested inflammation and surface ulceration secondary to radiation.